Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify striated opening on anterior and crack diaphragm valve. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported right side deflation. Device was explanted.